Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an external pulse generator (epg) appeared to be t-wave oversensing and that the device displayed "flashing lights appearing some time after each other." The epg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.